Manufacturer narrative:
Reported event: an event regarding infection involving an unknown poly liner was reported. The event was not confirmed. Method & results:  device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion: all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided.  Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.   No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.   The following devices were also listed in this report: unknown_trident psl shell; unknown_accolade ii stem; unknown_biolox ceramic head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported that the patient's left hip was revised. In a stage 1 revision, an accolade ii stem, trident psl cup, poly liner, and biolox ceramic head were explanted and a spacer was placed. Rep confirmed that no further information would be released by the hospital or surgeon.